Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was fluctuating (60-400 mg/dl). The supplies on the pump were changed and a bolus via the pump was used to address the bg level. The customer thought that the bg fluctuation was possibly related to the infusion set site or incorrect settings. The customer declined tandem technical support's offer to troubleshoot to confirm the cause of the event.